Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that on (B)(6) 2017, a nurse burned her finger on the head gear cable; where it plugs into the light source. The incident occurred before the surgical procedure. "High heat being measured at headgear port. 688 degrees" was reported. The device was replaced with a spare light source. The user facility's biomed did not know what cable or headlight was used with the device. The headlight was not forwarded and it was placed back into circulation.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. A visual inspection of the returned 009300xspt light source found customer applied labels and the exterior was in used condition with scratches, small dents and dings. Internal inspection found no visible, physical damage. The light source was powered "on" and tested for 1/2-hour period of time. The unit functioned as intended with no abnormalities. Note that the fiber optic cable-end and turret are expected to be hot at the completion of immediate use. Reference user manual, general warning, precautions: "take precautions not to touch or disconnect the cable end fitting from the turret until the light source has been ¿shut down¿ for a period of time and allowed to cool. The cable end fitting will remain hot immediately following shut down, which can cause burns." The root cause of the reported issue is consistent with user error, not following the instructions for use.